Event description:
Per the info provided to the co by the physician's office, the device was removed due to "erosion." As reported to the co, the entire device was removed and replaced with the same model device, produced by the same MFR.